Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of 222 bd luer-lok¿ disposable syringes there was an issue with foreign matter.

Event description:
It was reported that during use of 222 bd luer-lok¿ disposable syringes there was an issue with foreign matter.

Manufacturer narrative:
Investigation summary: one photo was received and evaluated. The photo depicted gloved fingers holding a 1ml ll syringe with a customer¿s label and a red tip cap attached. The syringe was filled with 0.5ml of reported bevacizumab drug liquid. The liquid appeared to be clear ¿ transparent against the gray background. The photo was of low resolution and could not be zoomed in for a further evaluation. No syringe manufacturing defects could be observed in the photo received. No physical un-manipulated samples were received for evaluation and testing. DHR review for batch #7300855 (p/n 309628): release date: 11/29/2017. Released quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300855 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine logs were reviewed for any potentially related issues with no related issues found. Based on the information available today potential root cause for the reported defect could not be attributed to the syringe manufacturing process at this time. Since the reported defect could not be attributed to the syringe manufacturing process, no corrective actions are necessary.